Manufacturer narrative:
Final device analysis results revealed an output anomaly; evaluation detected hybrid case/pin discoloration (corrosion). Results of functional testing shows there was good output initially at 9.2 vp-p; after running the receiver for 45 hours the output amplitude dropped to 8.0 vp-p, which does not meet manufacturing specifications. Returned product inspection revealed the receiver epoxy was damaged; scratches were detected. Spots of discoloration were also noted on the receiver hybrid can and pin 1. Spots of moisture were also seen on the hybrid can. The dye penetrant test showed no leakage paths into the receiver. The product service life was 12.3 years at the time of the unit retrieval. Summary of investigation shows rf receiver output anomaly; device was out of specification in a manner that relates to the event.

Event description:
The device was returned to the manufacturer stating battery depletion as the reason for return; no other information was provided. The date of onset is unk. The product had been placed in 1994. The receiver unit was retrieved following 148.2 months implant duration.